Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door triple clicks before failure. A field service engineer (fse) resolved the tower door issue by re-tightening wires, harnesses, and connectors, and cleaning oxidation from the micro switches. After applying these corrective actions and troubleshooting techniques, door 1 operated without malfunctions. The hardware testing confirmed all doors were functioning properly. The customer was able to access the compartment and use the application without any failures or triple-clicking. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a tower door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.